Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient present to hospital on (B)(6) 2022 with a brain bleed, symptoms included decreased neuro status and confusion. Computed tomography (CT) was performed which noted subdural hematoma after a noted fall at home. There was no surgical intervention- held warfarin. The patient was admitted to (B)(6) on (B)(6) 2022 and discharged on (B)(6) 2022. The bleed resolved (B)(6) 2022. Plan was continuing to monitor outpatient.

Manufacturer narrative:
This event was determined to be supplemental information to MFR # 2916596-2022-00501.

Event description:
This event was determined to be supplemental information to MFR # 2916596-2022-00501.